Manufacturer narrative:
This report is related to report # 3004939290-2023-02944. A review of the manufacturing documentation associated with lot f2232602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of (3) 5f mynx grip vascular closure devices (vcd) burst during patient use. Access was still intact, so the staff elected to use an unknown mynx control to complete the case safely. There was no reported patient injury. The devices were stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report # 3004939290-2023-02944. Complaint conclusion: as reported, the balloon of three (3) 5f mynxgrip vascular closure devices (vcd) burst during patient use. Access was still intact, so the staff elected to use an unknown mynx control to complete the case safely. There was no reported patient injury. The devices were stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. (B)(4): a non-sterile mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock open, the sealant and the advancer tube were observed to have remained in the manufacturing position as received. The balloon was observed fully deflated. The procedural sheath was not returned with the device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. A product history record (phr) review of lot f2232602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ were confirmed for the three devices returned for analysis due to the tears in the balloon. However, the exact cause of the tears could not be conclusively determined. Based on the information available for review and the product analyses, access site vessel characteristics (although reported with no calcium in the vicinity of the puncture site) and/or concomitant device factors (although the sheath was reported to have no damages) may have contributed to the reported event since a calcified vessel or a damaged procedural sheath, stent, or graft can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr reviews nor the product analyses suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of (B)(4) 5f mynx grip vascular closure devices (vcd) burst during patient use. Access was still intact, so the staff elected to use an unknown mynx control to complete the case safely. There was no reported patient injury. The devices were stored per instructions for use (IFU) and opened in a sterile field. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage to the distal end of the 5f cordis sheath after removal. All products came from the same lot number, so there is concern that this is a defective batch number. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was diagnostic with a retrograde approach. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices will be returned for evaluation.

Manufacturer narrative:
This report is related to report # 3004939290-2023-02944 and batch ID: 3004939290-20230405131202. After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.